Manufacturer narrative:
Corrected: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, after the right ventricular (rv) lead was placed, the lead was connected to the implantable cardioverter defibrillator (ICD). However, after the screw was tightened, the lead could still be pulled out and repeated attempts failed to lock. It was suspected that there was a grommet/setscrew problem on the with the device as the screw was positioned and after it was screwed, the lead could not be fixed and locked. A new device was tried but still failed to lock. A new lead was attempted and after the screw was screwed, the connection could be locked. The second lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, after the right ventricular (rv) lead was placed, the lead was connected to the device. However, after the screw was tightened, the lead could still be pulled out and repeated attempts failed to lock. A new device was tried but still failed to lock. A new lead was attempted and after the screw was screwed, the connection could be locked. The second lead was successfully implanted. No patient complications have been reported as a result of this event.